Event description:
Reportable based on device analysis completed on 26sep2025. It was reported that the coil prematurely deployed inside the catheter. The target lesion was located in the portal vein and hepatic artery. An 8mm x 40cm interlock .035 coil was selected for use in the percutaneous selective arteriography and arterial embolization. However, when the coil was delivered halfway through a 5f catheter, the coil released automatically inside the catheter. After withdrawing the delivery guide wire, multiple attempts were made to deliver it with a syringe, but to no avail. The procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was stable post-procedure. However, device analysis revealed a main coil detachment at the zap tip section.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the main coil and the introducer sheath were returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the main coil was bent, stretched and detached at the zap tip section. This concludes the product analysis. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.